Manufacturer narrative:
(B)(6) 2011, (B)(6) contacted (B)(6). No injuries reported. Line cord is bad where it enters the device. Unit was serviced in (B)(6) 2010, by (B)(6). (B)(6) will pick up the device on (B)(6). (B)(6) will let me know when the unit has been received and will sent it to their repair shop. (B)(6) at (B)(6) repair shop to contact me to sent photos of defect.

Event description:
Product problem: devilbiss 5l oxygen concentrator line cord sparking and smoking at entry point to device.